Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when the truetome jag 44 exited the scope, it was noticed that the orientation of the cutting wire was incorrect, and the direction shifted seriously. It was reported that there was no visible damage to the device prior to putting it through the scope and after the problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4 (weight): the exact unit of the weight is unknown; however, it was reported that the weight is 155. Block e1 (initial reporter address 2): (B)(6). Block e1: the event was reported by the distributor. The physician is: (B)(6) . Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the working length was twisted at the distal section. The device was observed under magnification and it was found that there was a crack at the distal tip area. There was no damage on the surface of the guidewire. A functional evaluation noted that the catheter and wire were correctly oriented when the distal tip was extended approximately 25mm past the elevator of the duodenoscope. Additionally, a guidewire was inserted and removed through the catheter without a problem. No other problems with the device were noted. The reported event was not confirmed. The device did not have orientation problems. Upon analysis, it was found that the working length was twisted. Based on the condition of the device, the problem found could have been caused due to multiple attempts to rotate the device, or during introduction of the device into the scope. This problem can also occur when manipulating the device during preparation. It was also found that the distal tip was cracked which could have been caused after insertion of the device or when the device was rotated inside the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The exact unit of the weight is unknown; however, it was reported that the weight is 155. (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During procedure, when the truetome jag 44 exited the scope, it was noticed that the orientation of the cutting wire was incorrect, and the direction shifted seriously. It was reported that there was no visible damage to the device prior to putting it through the scope and after the problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.